Event description:
Fracture of corail stem unknown side.

Manufacturer narrative:
Product complaint : # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Based in the visual examination of the part, it was confirmed that stem was fractured at the neck area of the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : bfarm DHR review request: product description: corail2 std size 10 product code: 3l92510 lot number: 9373795. Please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/03/2020. 3) any anomalies or deviations identified in DHR: none related . 4) expiry date: 12/31/2024. 5) IFU reference: w90918 IFU corail 2 hip system. Device history review : a manufacturing record evaluation was performed for the finished device (3l92510/9373795) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient went for a walk at a normal pace, which resulted in the fracture of the inserted hip endoprosthesis on the left. As a result, the patient fell.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Based in the visual examination of the part, it was confirmed that stem was fractured at the neck area of the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: bfarm DHR review request: product description: corail2 std size 10. Product code: 3l92510. Lot number: 9373795. Please provide: 1) quantity manufactured: 12. 2) date of manufacture: 01/03/2020 . 3) any anomalies or deviations identified in DHR: none related . 4) expiry date: 12/31/2024. 5) IFU reference: (B)(4) IFU corail 2 hip system. Device history review : a manufacturing record evaluation was performed for the finished device (3l92510/9373795) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the affected side was the left hip.